Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the cgm error did not reoccur. The customer successfully restarted their sensor session.